Manufacturer narrative:
The pump passed the displacement test and self test. Unable to perform stop (idle) current test, run current test and off no power test due to corroded battery tube.

Event description:
The customer¿s mother reported via phone call that the battery did not last more than one week. The customer¿s blood glucose level was unknown. Troubleshooting was performed. The device will be returned for analysis.